Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening it was noticed that the inside containers were cracked.

Manufacturer narrative:
A visual inspection of the returned packaging found that the inner and outer cavities are cracked and the box shows a crease on the end panel. This issue is being further investigated through corrective and preventive actions. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {updated/corrected} complaint sample was evaluated and the reported event was confirmed. A visual inspection of the returned packaging confirmed that the inner and outer cavities are cracked and found that the box shows a crease on the end panel where the label is applied. The device history records for the 00-5764-017-51, lot \# 62234797 were reviewed and no deviations or anomalies were identified. A stock investigation found that all items have been exhausted through sales and distribution. A complaint history search identified no other complaint for damaged packaging for part #00576401751 or for lot #62234797. This product was manufactured in november 2012 and had been in transit an unknown number of times. The most likely root cause of the product damage appears to be transit but the complaint is still being under a CAPA investigation at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.